Event description:
It was reported that myopotential inhibition on the ICD was observed. Review of the egm revealed high frequency noise that was inhibiting pacing due to possible myopotential oversensing. Programming changes were made and the patient was stable at all times and had no symptoms or signs of issue.